Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges migraine headaches and ear aches. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. The patient reports taking medication for migraines but does not state if the medication was prescribed or over the counter. Attempts to obtain more information were unsuccessful.  Additional information received from the patient indicates there is no allegation of particles or residue in the device and migraine headaches were present for the patient's whole life. Section h6 device problem code, there was no allegation of degradation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges migraine headaches and ear aches. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. The patient reports taking medication for migraines but does not state if the medication was prescribed or over the counter. Attempts to obtain more information were unsuccessful.  The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.